Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime was giving high readings. Caller got a reading of 197, took insulin based on that reading and shortly after started to feel faint so retested and got 56. A family member gave him some orange juice to drink and he felt better. Performed a control solution test on the phone and results were within range. Also did blood test while on the phone and got reading of 130 which he felt was too high. Says his reading should be no more than 105. I did explain 20% allowed variance. Replacing product.